Manufacturer narrative:
The device was received and an investigation was conducted. Although biomaterial was identified during visual inspection of the device, data log analysis found no elevation in motor current that would suggest the pump had operated out of specification. There is no evidence to indicate the stroke was related to the impella. A review of the device history record found no manufacturing issues or reworks associated with this pump lot. There are no other complaints related to this failure mode associated with pumps from this lot. Given that no issues were found during review of the pump, data logs, nor device history record, we can not definitively determine a root cause for the reported neurological event.

Manufacturer narrative:
The investigation is on-going at this time. Upon completion a final report will be submitted.

Event description:
A patient with cardiomyopathy was admitted and placed upon impella support. The team chose to escalate care from the impella cp to 5.0 pump after 4 days of support. The impella 5.0 was placed via the right axillary artery. After 2 days of support on the impella 5.0 there was a neurological event. The patient was diagnosed via CT imaging and found to have had a cerebral event with a right sided deficit. The etiology of the event is not known, though impella use could have caused or contributed.